Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.

Manufacturer narrative:
Exemption # e2012017 report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), the patient experienced failure or loss of implant to integrate.